Event description:
Device malfunction: difficult to deploy. Time of malfunction: during the procedure. Symptoms/ae: second stent deployed to cover target lesion. It was reported that during an interventional stenting procedure in an unknown, very tight vessel in the leg, the xceed stent delivery system was delivered to the lesion. Deployment was attempted, but the thumb wheel was difficult to turn. Reportedly, it could not be determined if the stent actually deployed. No stent was visible under fluoroscopy. The stent delivery system (sds) was removed from the anatomy without incident. After sds removal, it was not certain if the stent was on the delivery system. A second xceed stent was used in the procedure without event. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: investigation of the returned stent delivery system indicated the device had been fully stent deployed. The deployed stent was not returned, negating any stent examination for its structural integrity. The catheter had a twisted appearance and there was no additional external damage observations on the entire stent delivery system. During the investigation, the device was disassembled. Inspection revealed damaged internal components, which is consistent with incorrect deployment technique, where twisting of the handle, and not the deployment knob, in the direction of the deployment directional arrows imprinted on the device handle occurred. Twisting of the handle and, not the deployment knob twists the entire internal deployment mechanism and catheter assembly, as they are solidly affixed to each other, resulting in the observed damage. This would account for the reported difficulty in turning the thumb wheel, twisted condition of the catheter, and the subsequent internal component damage. The reported tortuous anatomy may have played a role in the reported difficult deployment and the device catheter's damaged condition; however, that could not be confirmed. There were no manufacturing or quality issues detected with the device. A review of the lot history record did not produce any information relevant to this report. Per the instruction for use (IFU), two issues were raised concerning operator technique. The xceed stent deployment system (sds) is intended for use in the biliary tree, not the peripheral vascular system as reported, and safety and effectiveness of the sds for use in the peripheral vascular system has not been established. Correct sds deployment technique requires the turning of the black deployment knob, not the handle to deploy the stent. Based on the investigation, the root cause for the observed damage and reported complaint was user technique error.